Event description:
The surgeon, reported to the sales rep, that the smart toes are not opening properly. The sales rep reported that no patients have been affected and the case was not canceled or affected as a result. The sales rep reported that an alternative device was used instead.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event that the implant failed to expand could not be confirmed since the returned device expanded quickly during functional testing. The corrective action taken under CAPA to avoid bad expansion feeling was : "in surgical technique: add recommendation to use of sterile saline to get full expansion prior to suture the patient." With the labeling review, it was verified that the op tech reads: implants are delivered sterile - they need to be placed in the freezer (0°c /32°f, or below) for 2 hours or more prior to implantation. Note: to facilitate the shape memory process, the phalanges can be bathed in a warm sterile solution, between 37°c (98,6°f) to 40°c (104°f). During inspection of the device it was identified that the implant has a slight plastic deformation on the eye which could explain the quick shape memory recovery. This case could be classified as user-related. (Mismanagement of temperature) please note that the current op tech reads: implants are delivered sterile - they need to be placed in the freezer (0°c /32°f, or below) for 2 hours or more prior to implantation. [...] Note: to facilitate the shape memory process, the phalanges can be bathed in a warm sterile solution, between 37°c (98,6°f) to 40°c (104°f). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
The surgeon, reported to the sales rep, that the smart toes are not opening properly. The sales rep reported that no patients have been affected and the case was not canceled or affected as a result. The sales rep reported that an alternative device was used instead.